Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not deliver therapy for ventricular tachycardia (vt) or ventricular fibrillation (vf). Technical services (ts) was contacted by the health care professional (hcp) with questions as to why, but then the hcp remembered the patient had a cardiac ablation during the episodes. Ts informed the episodes showed no therapy because monitoring and therapy were turned off. Signal artifact monitor (sam) events during that time showed minute ventilation (mv) oversensing and lead noise from the ablation. The sam episode deactivated mv. They discussed programming options. The ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not deliver therapy for ventricular tachycardia (vt) or ventricular fibrillation (vf). Technical services (ts) was contacted by the health care professional (hcp) with questions as to why, but then the hcp remembered the patient had a cardiac ablation during the episodes. Ts informed the episodes showed no therapy because monitoring and therapy were turned off. Signal artifact monitor (sam) events during that time showed minute ventilation (mv) oversensing and lead noise from the ablation. The sam episode deactivated mv. They discussed programming options. The ICD system remains in service. No adverse patient effects were reported.